Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the reported event. The clinical assessment was based on adequate medical records and adequate patient images. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. The event device was not returned for further evaluation. In addition the clinical evaluation found evidence to reasonably suggest the following contributing factors to the reported event; off label use, and patient anatomy, severe calcification in the iliac artery, and pre-existing co-morbidities.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported that the patient had an initial procedure on (B)(6) 2015 with a bifurcated, an infrarenal aortic extension, a suprarenal aortic extension, and a limb stent graft. Physician noted that the device had a thrombosis hours after the procedure. It was a right external iliac stenosis. That same day, on (B)(6) 2015, the physician performed a right ileo-femoral thrombectomy with patch angioplasty, right iliac angioplasty and stent with a non-endologix device. It was reported that the patient passed away on (B)(6) 2015.